Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was on the device and came out upon device removal. It appeared to be the entirety of the polyethylene glycol (peg), but since hemostasis was achieved, it was considered that some of the peg may remain inside the patient. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU). The sales representative was on site. The mynx control vcd was inserted and inflated; upon pull back, the physician stated, ¿it pulled through.¿ upon assessment, the 10f non-cordis sheath was less than halfway out on a normal-sized patient. When asked if he was sure, the physician replied, ¿maybe not.¿ there was no blood coming from the groin. The physician was informed of the options: the device could be removed with manual pressure applied, or the sealant could be deployed. The physician chose to deploy the sealant. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. There was no bleeding or oozing. After three minutes, the mynx control vcd was removed. The sealant seemed to stick to the device. No groin issues were observed post-procedure. Vein access was established with a 16.8f non-cordis hole and downsized to a 10f non-cordis sheath. A 10f non-cordis sheath was used. The femoral vein¿s suitability was verified on venography, including appropriate sheath insertion angle, and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. Vessel depth was not shallow. The procedure was a pulse field ablation (pfa) procedure via a retrograde approach. The deployer is currently in training with the mynx device. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2515704 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was on the device and came out upon device removal. It appeared to be the entirety of the polyethylene glycol (peg), but since hemostasis was achieved, it was considered that some of the peg may remain inside the patient. There was no reported patient injury. The device did not exceed 77 degrees fahrenheit. The mynx venous vcd was prepped according to instructions for use (IFU). The sales representative was on site. The mynx control vcd was inserted and inflated; upon pull back, the physician stated, ¿it pulled through.¿ upon assessment, the 10f non-cordis sheath was less than halfway out on a normal-sized patient. When asked if he was sure, the physician replied, ¿maybe not.¿ there was no blood coming from the groin. The physician was informed of the options: the device could be removed with manual pressure applied, or the sealant could be deployed. The physician chose to deploy the sealant. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. There was no bleeding or oozing. After three minutes, the mynx control vcd was removed. The sealant seemed to stick to the device. No groin issues were observed post-procedure. Vein access was established with a 16.8f non-cordis hole and downsized to a 10f non-cordis sheath. A 10f non-cordis sheath was used. The femoral vein¿s suitability was verified on venography, including appropriate sheath insertion angle, and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. Vessel depth was not shallow. The procedure was a pulse field ablation (pfa) procedure via a retrograde approach. The deployer is currently in training with the mynx device. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2515704 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement partial¿ could not be evaluated. Also, due to the nature of the complaint, the event cannot be evaluated without procedural films since patient related events cannot be duplicated in the lab. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was on the device and came out upon device removal. It appeared to be the entirety of the polyethylene glycol (peg), but since hemostasis was achieved, it was considered that some of the peg may remain inside the patient. There was no reported patient injury. The device did not exceed 77 degrees fahrenheit. The mynx venous vcd was prepped according to instructions for use (IFU). The sales representative was on site. The mynx control vcd was inserted and inflated; upon pull back, the physician stated, ¿it pulled through.¿ upon assessment, the 10f non-cordis sheath was less than halfway out on a normal-sized patient. When asked if he was sure, the physician replied, ¿maybe not.¿ there was no blood coming from the groin. The physician was informed of the options: the device could be removed with manual pressure applied, or the sealant could be deployed. The physician chose to deploy the sealant. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. There was no bleeding or oozing. After three minutes, the mynx control vcd was removed. The sealant seemed to stick to the device. No groin issues were observed post-procedure. Vein access was established with a 16.8f non-cordis hole and downsized to a 10f non-cordis sheath. A 10f non-cordis sheath was used. The femoral vein¿s suitability was verified on venography, including appropriate sheath insertion angle, and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or calcium was present at the puncture site. Vessel depth was not shallow. The procedure was a pulse field ablation (pfa) procedure via a retrograde approach. The deployer is currently in training with the mynx device. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.